Manufacturer narrative:
(B)(4). Subsequent to the initial MDR that was submitted on (B)(4) 2015, it was noticed during follow-up review that the complaint had previously been reported on MFR# 3004753838-2014-01788. Due to new complaint handling system, the follow-up information is being captured on this MDR and a supplemental report will not be filed for the 2014 MDR.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2014. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Device evaluation was completed by dexcom on 05/06/2015. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter. Device evaluation was completed by animas on 04/08//2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal. The root cause cannot be determined.